Event description:
Additional information received from the manufacturer on 7/19/1999:bci is currently waiting for the results of third party evaluations of the devices. A complete report will be sent after the results are in. This should occur within the next week or so.